Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, thrombosis, threatened abortion and per vaginal bleeding. Concurrent conditions included breast feeding, infection nos, endocervical polyp, benign polyp of uterus, left lower quadrant pain, nausea, vomiting, diarrhea, vaginal discharge, urinary frequency, dizzy, stiff neck, ear pain, blurry vision and photophobia. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic pain/ pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, vulvovaginal pain, pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, headache, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2013 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: left lower quadrant pain. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: vaginal bleeding, abdominal pain, headache". Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet and medical record was received events added from pfs- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines , headaches, fatigue". And event added from medical record-"uterine perforation". Reporter information, medical history, concomitant drug, race, lab data, date of birth was added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.